Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Event description:
The customer reported that the insulin pump did not deliver insulin and that the customer was hospitalized as a result. The customer's reported blood glucose value at the time of the hospitalization was 918 mg/dl. Troubleshooting found the insulin pump apparently working as designed until the insulin pump alarmed no delivery. At that point the customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The related infusion set will also be replaced. No further information was provided.